Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the battery compartment of the external pulse generator had been saturated by a chemical that had seeped into it. It was attempted to be cleaned but the generator was sent in for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery compartment was corroded. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, one bail cover was missing, the ring cover was contaminated, the battery contacts were compressed, one bail was missing, the battery drawer and o-ring were contaminated, the keyboard was scratched, the main printed circuit board (pcb) was out of electrical specification, the battery flex was corroded, and the serial number label was damaged. Further analysis was performed on the pcb. This analysis found that a transistor component on the pcb prevented the device from being able to be turned on.